Event description:
It was reported that the customer received motor error alarms. His/her blood glucose level was 133 mg/dl. The drive support cap was sticking out. The product will return. Nothing further to report.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement and rewind tests. However, the pump did alarm during the basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.